Event description:
The customer reported that he was doing the calibration on this ventilator and noticed it doesn't seem to hold pressure. He said at one point he was able to get the unit to pass the circuit calibration then start the oscillator and it seemed to pass the performance check. He was trying to check it again and it seems to be intermittently holding pressure. He can get the circuit calibration in fine but then when he hits the start/stop button the unit will start but then it dumps pressure and the oscillator will stop, alarms correctly. No patient involvement.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Additional information: the carefusion failure analysis lab technician noted during evaluation: 3100a alarm board p/n: 768588-101, s/n:(B)(4) was received and found that when the unit is cold, pin 13 of u5 will momentarily go high with no triggering input signal at pin 11. The reported issue was duplicated. This is a known issue that is being addressed with an internal action.

Manufacturer narrative:
(B)(4). Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun. (B)(4).